Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence and non-obstructive urinary retention. The trial began on (B)(6) 2024. It was reported that the patient was experiencing worsening baseline symptoms of urge incontinence. It was unknown if the issue was resolved. Additional information was received from a patient. They reported that their bandages were changed and now their device was not working. They stated that they did not have any symptom data for the 19th to the 20th. They stated that they were not able to void and they used a catheter to check their bladder. That information was left blank. Patient stated that their device was not communicating with the ens. Support link did troubleshoot the issue and was unable to resolve this. Patient advised to contact their clinician with concerns.